Event description:
It was reported that the remote monitor did not respond to the start button. It was able to be reset and a successful manual transmission was sent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.